Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with foreign body sensation and pain three days following lasik treatment. Upon examination a corneal abrasion with underlying infiltrates and edema was noted. The topical steroids were increased. The patient reported that he felt relief with a bandage contact lens. In follow up three days following onset the patient noted improved comfort and mild blurred vision. The abrasion was resolved without infection but persistent inflammation was present. An oral steroid was prescribed. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications on this day. Technical root cause could not be determined as the device is performing within specifications and as intended. The manufacturer internal reference number is: (B)(4).